Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a nonspecific casing/condition issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.